Event description:
The complainant is a nurse. She stated that she wanted to replace a used minilet. She removed the used minilet from the glucolet 2. At that time the nurse did not observe that the "lancet" was still in the glucolet 2. Using her thumb she pressed down the endcap holing area to re-arm the glucolet 2 and pricked herself with the used lancet.